Manufacturer narrative:
B3: date of event is estimated. Although the device has been received, the device investigation is still in process. Once device investigation is completed, a follow up will be submitted.

Event description:
It was reported that the patient's device was not giving out a bolus oxygen correctly, as the device was giving out a bolus randomly. The patient did have an oxygen tank at the time, but did not have a necessary accessory to use it. As a result, the patient called 911 and was sent to ER as their oxygen level was low and they became disoriented. The patient did not need to be admitted to the hospital and has since been released. A replacement was sent to the patient.